Event description:
On november 6, 2006, the lay user/pt contacted lifescan alleging an "apply sample" issue with his one touch ultra meter. The medical affairs specialist contacted the pt on november 8, 2006 to obtain/verify the following info. The pt usually tests before each meal and before bedtime and stated that his last successful meter reading was sometime on day before event day. The next morning around 5:30-6am, he attempted to test on his meter before breakfast, but he encountered the "apply sample" issue. Even though he was unable to obtain a meter reading, he ate breakfast and took his set amount of 46 units of lantus. About 4 hrs later at 9:45-10am, the pt developed symptoms of cold sweats, dizziness, queasy, and eventually collapsed on the floor. He thinks his neighbor contacted the ambulance and the pt was taken to the ER. The pt recalled being informed that his blood glucose levels were in the "40's mg/dl" and was given IV fluids and juice. The pt was released later the same day. The complaint is being reported because the pt was unable to test on his meter and about 4 hrs later he became hypoglycemic. The customer care advocate walked the pt through troubleshooting the "apply sample," but the issue was not resolved. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.